Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). One (1) photo of the failed device was received; however, based on the picture, the manufacture was unable to determine the cause of the incident. Multiple unsuccessful attempts were made to obtain a sample and additional information. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn from the photos. Hence, the complaint is assessed to be not judgeable. No patient injury reported. In addition, the product code and lot number were reported as unknwon, review of the device history records was unable to be performed. Based on the results of the investigation, no specific conclusion can be made regarding the cause of the event. If a sample and/or any additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: event description: customer stated, during withdrawal of the stylet, halfway during the process the clinician had to forcefully remove the stylet. When the product was removed the clip was noted to be engaged along the shaft and not at the end. The IV catheter was removed and a new IV had to be inserted. No patient injury.